Event description:
Hmsc reported ra lead failure on nov 1, 2022. Clinician reported mode switch episode showing loss of atrial signal with noise. Isometrics did not yield any response. Hmsc reported a drop in sensing amplitude. Advised to evaluate further with x-ray. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.